Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture within the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, there was corrosion observed in the battery compartment. A leak test verified a battery compartment leak. The pump cover was removed and there was no further evidence of moisture damage found.